Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured while surgeon was changing size. This incident occurred during a surgery and no adverse events have been reported as a result of this malfunction as no pieces fell into the patient.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.